Event description:
Report received of under-delivery during preventative maintenance testing. The report reads, "during the certification process at the customer site, the pump that was in use, was found under-delivering. The sme in question was being used at e.r. And was found with under-delivery while conducting the annual certification. No ae were reproted by health care providers." The abbott affiliate has been queried for further info, and no add'l info has been provided.